Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at the moment. No supplementary data are available, and we do not expect to receive additional data. The case is thus closed. If additional information should be received at a later time after all, the will be reopened, and the investigation will continue.

Event description:
Ous MDR - after an implantation period of approximately 76 months, oversensing with inappropriate therapy was reported. During the explantation procedure, a possible insulation breach near the shock coil was observed. The lead was discarded by the hospital. Should additional information become available this file will be updated.